Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a change in mental status and syncope. While the physician stated they did not suspect the issue was device related, they requested a device check to rule out arrhythmia or device involvement. No additional adverse patient effects were reported. This system remains in service.